Manufacturer narrative:
This report is submitted on january 18, 2021.

Event description:
Per the clinic, the patient developed hypertrophic scarring at the implant site. The patient, was placed under general anaesthesia on (B)(6) 2020 in order to revise the skin, and was treated with a steroid injection and topical antibiotic ointment. The implanted device remains.